Event description:
It was reported by the surgeon that the patient underwent an extendible distal femur replacement procedure on (B)(6) 2009 and subsequently was revised on (B)(6) 2012 due to the extendible prosthesis becoming disassembled.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device has not been returned, therefore a visual inspection has not been possible. Review of x-rays provided confirm that the prosthesis has become disassembled. The investigation concluded that the prosthesis had been over extended, which caused it to be disassembled. The patient has now been revised to a standard distal femur and no further complications have been reported. Please note that this custom implant is similar to the mets modular distal femur (k121029).